Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose values, up to the 400's mg/dl. After troubleshooting was completed the helpline advised the customer that the insulin pump was functioning as designed. The customer was assisted in programming the device. The customer did contact their physician about the high blood glucose. No further information was provided.